Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 18290540; model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients leads were showing high impedances and were non-functional. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.